Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to medicria for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The device was not working as should - there was no pressure. Event occurred during kit inspection. The customer expected that the hose or the device was leaking. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the device is not working as should - there is no pressure. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the vdoc service portal. The last repair was march 12, 2014 where it was reported that the device was sent in for repair with no reason given and the bearings, seals, lever, motor, and motor sleeve were replaced. This is not a related issue. Product review of the air dermatome by medicrea on august 22, 2018 revealed that the motor did not run. The calibration was within specifications and the control bar was in the correct position. The customer width plates were not returned for evaluation. Repair of the air dermatome was performed by medicrea on september 28, 2018 which included replacement of the bearings, o-rings, spring seal, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screws, poppet, motor, motor sleeve, lever die cast aluminum, ball plunger, reciprocating arm, and lever. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the motor did not run. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the motor did not run. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information provided.